Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Additionally, the review of the device history review did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported symptom keypad # 0,1,2,3 which was observed and confirmed during evaluation. The keypad keys worked intermittently and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a symptom function issue on keypad # 0,1,2,3. There was no patient involvement. No additional information is available.